Event description:
Observation found during evaluation: the sr8 shuts off abruptly when unplugged from ac power.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the sr8 shuts off abruptly when unplugged from ac power due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-00774).